Event description:
It was reported that the nurse experienced a needle stick from a dirty needle during use of a jelco® viavalve® safety IV catheter. The nurse was disposing of the dirty needle at the time of the event. The nurse thought the safety mechanism had been completely engaged, but when the needle stick occurred, realized "it had gotten hung up". Post exposure lab testing has been conducted on both the source patient and nurse.